Event description:
The customer reported that the bedside monitor (bsm) is spontaneously shutting down. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) is spontaneously shutting down. Technical support (ts) informed the customer to have their biomed look at the device and have them reach out to troubleshoot. There was no patient injury reported. Investigation summary: nihon kohden followed up with the customer, requesting additional information (on 05/08/23, 05/12/23, 05/17/23 and 05/22/23), however the customer did not respond, and no further information was reported. Due to the age of the complaint, and the customer's non-responsiveness to our follow up attempts, no further information was reported, and this complaint is being closed out. We were unable to confirm or determine a definitive root cause of the reported issue, (as the device was not returned for evaluation), and only limited information was reported, (due to the customer's non-responsiveness and the issue is user dependent). The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 06/12/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 2: 06/17/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 3: 06/22/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 1: 06/12/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 2: 06/17/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 3: 06/22/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 1: 06/12/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 2: 06/17/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 3: 06/22/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 1: 06/12/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 2: 06/17/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Attempt # 3: 06/22/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for elizabeth to call me back with the patient and device information. Manufacturer references # (B)(4).

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) is spontaneously shutting down. Technical support (ts) informed the customer to have their biomed look at the device and have them reach out to troubleshoot. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) is spontaneously shutting down. There was no patient injury reported.